Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. The complaint of recognition failure was confirmed. A functional evaluation was performed and the mdu failed the blade ID test. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-2020-00029796-1.

Event description:
It was reported that the motor drive unit was not being read. This was noticed before rotator cuff repair procedure; therefore, no patient was involved. A backup was available and no delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.